Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements out of range. This patient was seen in clinic and reprogramming was performed. This lead remains in service. No adverse patient effects were reported.